Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative was onsite to install the loaner evis exera iii video system center, and stated the issue remained. It was determined the evis exera iii xenon light source to be the cause of the issue. The device would be sent to olympus for repair. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The iris was getting stuck intermittently in the function control. The housing had a worn-out chassis. The scope socket tab was damaged and not protecting the socket pins. There was corrosion in the air tubing. The device was missing the front panel labeling. E2/e3: the occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, during a procedure, the evis exera iii video system center image was too bright and not auto adjusting. The evis exera iii video system center had been replaced, however the issue remained. It was determined the evis exera iii xenon light source to be the cause of the issue. No patient harm reported. This complaint is related to patient identifier: (B)(4) (model # exera iii video system center, cv-190, sn # (B)(4)).